Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a "deep scratch" on the pump touch screen. Reportedly, the customer did not know how the scratch got there. The customer's blood glucose level was not impacted.